Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17231158m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4); product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4); product name: lasso® nav eco variable catheter, us catalog #: d134302, lot #: 17228847l. (B)(4).

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) manufacturer's reference #: (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a female patient, underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and at the end of the procedure, patient suffered cardiac tamponade which was confirmed with intracardiac echography. The bwi failure analysis lab received the device for evaluation. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a female patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and at the end of the procedure, patient suffered cardiac tamponade which was confirmed with intracardiac echography. The heparin was reversed and a pericardiocentesis was performed; also, extended hospitalization was required. It was noted that this patient had a medical history of atrial fibrillation. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is due to the anticoagulation being too high since the activated clotting time parameters were between 425 and 550 seconds. Settings during the event include: power control mode at 40 watts, temperature cut-off set to 50 degrees, force readings between 10 and 22 grams, impedance shown of 184 ohms, irrigation flow set to 2cc during mapping and 30cc while ablating. A cook needle and an sr0 preface sheath multi were used as well.